Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd nexiva catheter the needle went pierced the catheter. The following was received by the initial reporter: a colleague of the charge rn mentioned charge rn perforated the catheter. The colleague mentioned the end user likely attempted to reinsert the needle through the catheter after pulling the needle back on a difficult access patient.

Manufacturer narrative:
H6: investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using the unspecified bd nexiva¿ catheter the needle went pierced the catheter. The following was received by the initial reporter: a colleague of the charge rn mentioned charge rn perforated the catheter. The colleague mentioned the end user likely attempted to reinsert the needle through the catheter after pulling the needle back on a difficult access patient.